Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. However, it was already previously determined that metal ion levels were below 7 ppb. After review of medical record for MDR reportability, there is no new harm provided. Doi: (B)(6) 2007; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, swelling, inflammation, infection and damage to surrounding bone and tissue, multiple dislocations, problems walking, and lack of mobility. Doi: (B)(6)2007. Dor: (B)(6) 2015 (unknown hip).

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges injuries, pain, swelling, inflammation, infection, bone and tissue damage, walking difficulty and limited mobility. After review of medical records for MDR reportability, patient was revised to address failed right total hip arthroplasty due to metal sensitivity. Revision notes stated that his right leg lengths was shorter by 1 to 2mm and a black corrosive type material at the head trunnion. Clinical notes reported pain due to metal sensitivity and elevated metal ions but lab result shows metal ions levels are below 7ppb. Doi: (B)(6) 2007; (B)(6) 2015; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheet received. Pfs alleges pain, injuries, and limited mobility.